Event description:
Ems personnel were attending to a pt experiencing agonal respirations. CPR was being administered, and allegedy after a rhythm analysis was requested, the device indicated a check pt message and did not render a decision. The operator switched the device to the manual defibrillation mode and successfully countershocked the pt. The pt was resuscitated.